Manufacturer narrative:
Evaluation summary: there is damage to the distal tip of the device. The stent was positioned on the balloon between the inner shaft markers as per specification requirement. The 25th distal stent segment is misaligned. The 26th distal stent segment is deformed with raised strut. The stylette and sheath were returned with the device. The sheath could not be loaded over the stent due to the raised strut. The stylette was kinked at 9.5cm proximal to the distal end of the stylette. There were numerous kinks along the hypotube of the device. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician was attempting to use a resolute integrity rx drug eluting stent to treat a moderately tortuous and severely calcified lesion in the lcx exhibiting 85% stenosis . No damage noted to device packaging and no issues were noted when removing the device from the hoop/tray. The device was inspected with no issues noted. Negative prep was performed successfully. The lesion was pre-dilated with a nc solarice balloon. It was reported that during the procedure resistance was encountered. The device failed to cross the target lesion. When the device was pulled back it was noted that the stent struts were damaged. The stent was replaced with an endeavor resolute. The physician commented that the event was due to use of the device in difficult lesion morphology/anatomy, i.e. The event was procedural related and not device related. No patient injury reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.